Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. When the customer was priming her insulin pump she received this alarm and the insulin pump unexpectedly restarted. Her blood glucose level was 139 mg/dl. Insulin was squirting out during the manual prime process. She also experienced low blood glucose levels. The drive support cap was sticking out. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.